Event description:
It was reported that, during a total decompression laminectomy procedure, the saw blade broke in half. It was further reported that, the broken piece was removed from the surgical site and the procedure was successfully completed. No adverse consequences were reported.

Manufacturer narrative:
The blade subject to this MDR has not been returned for evaluation. Lot number information has not been provided to aid further investigation. The root cause of the alleged breakage is undetermined.